Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged and they had taped the clip at the back on the insulin pump so that it would not break apart. The customer's blood glucose level was 106 mg/dl at the time of the incident. The customer reported deep scratch on the side of the screen of the insulin pump. The customer stated that the insulin was not dropped, maybe sometimes it hit the side when the customer was asleep. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with minor scratched lcd window.